Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl, while wearing the pod between 1 and 4 hours. As treatment, the patient gave a correction bolus and changed out the pod.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to torn, shortening the cannula. The total cannula length measured approximately 0.6785 inches. Due to the shortened cannula, fluid was unable to travel the complete fluid path. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.